Event description:
A report was received that the patient underwent an ipg and paddle lead replacement. The patient was getting uncomfortable stimulation and the physician decided to replace the ipg device per his preference. The paddle lead was fractured and replaced. There was no ipg malfunction suspected. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent an ipg and paddle lead replacement. The patient was getting uncomfortable stimulation and the physician decided to replace the ipg device per his preference. The paddle lead was fractured and replaced. There was no ipg malfunction suspected. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-1110-02, serial: (B)(4) description:precision implantable pulse generator (ipg).

Manufacturer narrative:
Visual inspection of the returned paddle lead revealed that the lead body that is connected to electrodes #9-16 is fractured 4 inches from the paddle end. The damage resulted from excessive tensile force exerted on the lead body. The lead body that is connected to electrodes #1-8 was cut during the explant procedure, this kind of damage is not considered a failure. The proximal portions of the lead were not returned to be analyzed.